Event description:
A customer reported a fluid leak with a reddish tint from coulter lh 750 hematology analyzer. The leak was at the rear side of diluter. The customer was wearing proper ppe (gloves, a lab coat, and goggles). There was no contact to mucous membrane or open wounds. No one sought medical attention. There was no death, injury or change to patient treatment as a result of this incident. Msds was not reviewed, but there is an exposure control or risk management plan in place at the facility.

Manufacturer narrative:
On (B)(6) 2011, the field service engineer documented that he cleaned signs of previous leak, but no new leak was detected. The customer is to monitor the instrument for leaks. The root cause for the event is unknown. Bec internal identifier for this complaint is (B)(4).